Manufacturer narrative:
(B)(4). Returned product consisted of a solent proxi thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Inspection of the device revealed that there was a kink in the shaft of the device 34cm from the strain relief. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the check saline error displayed on the console again. It was determined that there was no flow of water spraying from the tip, which can indicate a hypotube fracture. The proximal shaft was cut open at the kink in the shaft and it was found that the hypotube was indeed fractured. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 09dec2017. It was reported that the device stopped unexpectedly during the procedure. An angiojet® solent¿ proxi was selected for use in a thrombectomy procedure. The catheter prepped and primed successfully. During use inside the patient, the catheter unexpectedly stopped working. The procedure was completed with a new catheter. There were no patient complications reported. However, device analysis revealed a broken hypotube 34 cm from the strain relief.